Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "saw a patient with allergan inspira range biocell textured implants, which as you know are on the recall list" and "suffering from capsular contracture" baker grade unknown. The device remains implanted.

Event description:
Healthcare professional reported left side "saw a patient with allergan inspira range biocell textured implants, which as you know are on the recall list" and "suffering from capsular contracture" baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, d1, d2, d4, g4, h4, & h6.